Manufacturer narrative:
H3, h6: although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the femoral head. The device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint number: case (B)(4).

Event description:
It was reported that during a thr revision surgery that was performed on (B)(6) 2023, a ceramic head broke when it was tamped off. All pieces were recovered and the wound was copiously irrigated. The procedure was resumed, without any delay, changing ref lnr 28x50-52 20 deg sz e and the head to a 32mm ox/xlpe articulation. Leg lengths were equal on the table and surgeon was satisfied with new implants prior to closure..